Event description:
It was reported to boston scientific corporation that a flexima biliary.stent system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure of a (B)(6) female patient (patient weight is unknown). During unpacking of the device, the distal end of the guide catheter, near the proximal end of the stent, was kinked. The procedure was completed with another flexima biliary biliary stent system with no complications. The patient was reported to be in good condition after the procedure.this event has been deemed a reportable event based on the investigation results; slightly deformed/bent stent.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the threading on the cap of her onetouch ultrasoft lancing device was damaged. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the patient on june 30, 2010 to classify this case. The patient alleged that the product issue began at approximately 2:30 pm on (B) (6) 2010. The patient stated that the cap of the lancing device would pop off and the patient was unable to obtain enough blood to fill the test strip to get a blood glucose reading. The patient stated that she attempted to use the alleged device until (B) (6) 2010. The patient informed the cca that she tests her blood sugar about eight times a day and she manages her diabetes with levemir (70 units in the morning and at bedtime) and humalog (30 units before each meal) insulin. On (B) (6) 2010, the patient claimed that she developed "slurred speech and dizziness." The patient reportedly tested her blood sugar and obtained a result of "599 mg/dl." In response to her symptoms and the subject meter reading, the patient stated that she took an increased dose of her levemir (100 units) and humalog (60 units) insulin. On (B) (6) 2010 at 11:30 am, the patient informed the mss that she went to a routine doctor's appointment. The patient's blood glucose was reportedly tested on the clinic meter and obtained a result of "620 mg/dl." The patient stated that she was treated by the nurse with an IV insulin. The patient claimed that she was sent home the same day when her blood glucose went down to "540 mg/dl." During the troubleshooting session, the cca documented that the patient did not report any misuse on the alleged product. Per protocol, a replacement lancing device was sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims she was unable to test her blood glucose due to the reported issue, reportedly developed symptoms suggestive of hyperglycemia, and required acute medical treatment after the alleged meter issue began.

Manufacturer narrative:
(B)(4). The lay user/patient's lancing device has been returned and evaluated by lifescan product analysis with the following findings: the lancing device involved in this case failed testing. Found that the casing on lancing device was cracked/open. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
(Lot#): information not provided lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.